Event description:
Procedure type: low anterior resection. According to the reporter: after completing the pursestring, the device body was inserted through the anus to be combined with the anvil the instrument was fired, then carefully removed; only the specimen rings were attached to the anvil and the bowels did not form an anastomosis. There was no sign of staples anywhere near the bowel or in the stapler. The bleeding was first controlled by electro-cautery then the pursestring had to be re-done using suture. Lastly, a new device was used to create another anastomosis. There was an add'l two hour delay taken to complete the surgery. There was unanticipated tissue loss. There was unanticipated tissue damage.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).